Event description:
Literature: borowski a, littleton ag, borkhuu b, et al. Complications of intrathecal baclofen pump therapy in pediatric pts. J pediatr orthop. 2010; 30(1):76-81. Summary: this article presents a retrospective review of the entire consecutive series of pediatric pts treated with intrathecal baclofen (itb) and pump implantation between 1997 and 2006 at one hospital. The aim of the study was to investigate and evaluate complications of itb pump implantation and maintenance in children with cerebral palsy and report the subjective opinions of parents/caregivers on the children. The 174 pts with a diagnosis of spastic cerebral palsy were included in the study. Reportable event: three pump revisions were performed for pump hypermobility. During revision, the pumps were secondarily anchored to the surrounding tissues of the rectus fascia which resolved the hypermobility problem completely. Risk factors included implant in an obese (B) (6), which occurred in two of the pts, or fascia opening across the midline with perforation of the rectus fascia which allowed intraabdominal drop and flipping of the pump.

Manufacturer narrative:
(B) (4)